Event description:
Indication for procedure: acute infection. Procedure: the procedure utilized a lld-ez and a 16f sls to lase. Specific case details are not available at this time. A suspected svc tear was the primary reason for the subsequent thoracotomy. The patient recovered and was discharged from the hospital. Device analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer. A lot history review found no issues or nonconformances related to the reported event.